Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified shunt in the limb. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 8 atmosphere for 10 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No complications were reported and patient was good post procedure.